Event description:
On the evening on (B)(6) 2024, the ilet user called customer care at 10:34 pm to report that they were at the hospital with elevated blood glucose (bg) levels. The user reported that their bg was around 200 mg/dl and continued to rise and which prompted them to go to the hospital. They did test for ketones, which were negative. The user confirmed their cannula was bent when they removed it. The agent spoke with the user again at 12:49am. The user confirmed they were still at the hospital, disconnected from the ilet and had received insulin.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts related to therapy were found in the device engineering logs. No factory reset was found in the logs. The device volume and all cgm alerts all on and not changed from factory defaults (all on). Body weight was not changed after initial setup on (B)(6) 2024. Data for the described event date of 2024-02-14 was reviewed. The last cartridge and infusion site change was logged on the date of the event (2/14/2024) at 5:43pm. The user's glucose rose above 180mg/dl starting at 6:39pm and remained in the 200s before rising above 300 mg/dl by 9:41pm. At 10pm a "less" dinner meal is announced. The ilet continues to dose insulin in response to the rising glucose but the glucose appears unaffected. The user's cgm glucose rises above 400 mg/dl by 10:41pm at which point the user was already at the hospital according to their report. The high glucose alert is triggered at 11:09pm and continued to trigger appropriately. Cgm glucose trends downward and below 300 mg/dl by 4:20am on (B)(6) and is back in range (below 180 mg/dl) by 6:20am. There were no instances of bg-run mode prior to the event. No motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. No evidence of device malfunction was seen in the engineering logs. The ilet device appropriately triggered the high glucose alert appropriately and continued requesting basal deliveries for insulin every 5-15 minutes. Based on review of the case notes, the ilet report and the device logs, it was determined the ilet was functioning as intended. The assignable cause to this event was a failed infusion site as evidence by the user's report and photo of the bent canula which resulted in hyperglycemia and evaluation at the ER.